Event description:
An olympus employee reported on behalf of the customer, during a therapeutic endoscopic sphincterotomy (est), the knife wire broke when two kd-v411m-0725/kd-v411m-1530 wires were energized. The order in which the devices were used is unknown. The first knife wire broke after multiple energizations and the second and third knife wires broke during the first energization. The procedure was completed by replacing the balloon with a dilatation balloon. There was no report of patient harm associated with this event. Related patient identifier: (B)(6). Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the broken cutting wire (knife wire) was confirmed. The broken part was charred black and melted. The outer diameter of the cutting wire was measured, and no abnormalities were identified. The length of the coated portion of the cutting wire and wire coating presented no abnormalities. There were no abnormalities identified that could have led to the breakage of the cutting wire. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. Although a definitive root cause could not be identified, the likely cause of the cutting wire breakage might be the following reasons: ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melt. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. The instruction manual provides the following: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result..¿ olympus will continue to monitor field performance for this device.